Manufacturer narrative:
Concomitant medical products: product ID: 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shortly after an upgrade procedure, the left ventricular (lv) lead had stopped capturing. Upon x-ray examination, it was determined that the lv lead had dislodged and was hanging in the inferior vena cava. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.